Event description:
A high blood glucose level was reported, with the specific value not provided but noted as "high." Cause was not known. The customer administered a correction bolus using both the insulin pump and multiple daily injections and was instructed by technical support to inspect and address any potential issues with the infusion set, tubing, and insulin storage. No issues were found, and the customer was advised to replace supplies as necessary and resume insulin therapy.